Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "circuit occlusion" while using the avea ventilator. The exhalation filter was removed and replaced, but the problem was not corrected. Ventilator was switched out. A new ventilator circuit and test lung was used to attempt and duplicate the reported issue. The reported issue was not duplicated. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.